Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customers blood glucose level displayed "high". During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully addressing malfunction and blood glucose level.